Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to fluctuating impedance measurements from 450 ohms to less than 200 ohms. A new ra lead was successfully implanted. The device was also explanted and replaced during this procedure. No additional adverse patient effects were reported.